Event description:
It was reported that this right ventricular (rv) lead was suspected of loose wire or lead dislodgement as the patient experienced sticking sensation. As of this time, this rv lead remains in service. No adverse patient effects were reported.